Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient falling and fracturing their humerus. The original surgery was about 10 years ago they think.